Event description:
This is report 2 of 4 for the same event. It was reported that during an ankle infusion surgical procedure, it was observed that the small battery drive device had low power. It was further reported that attachment device, electric pen drive device and attachment device were not working properly while in use together. It was reported that the attachment device would only work in reverse. It was further reported that the second attachment device would not work at all. As a result, there was a three minute delay to the surgical procedure. Identical spare devices were available for use. The surgical procedure was completed successfully with the spare devices. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The device was tested at the customer site, and the device was working properly. Therefore, the customer declined to return the device for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.